Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter fracture, organ perforation, tilting, caval thrombosis, deep vein thrombosis (dvt) and inferior vena cava (ivc) stenosis. The patient reported becoming aware of perforation outside the ivc and into organs, tilt, and fractured filter struts retained in waist artery, approximately sixteen years and seven months post implant. The patient also reported kidney failure post implant due to a blockage of the filter that resulted in dvt in both legs, severe damage of veins in the left leg causing swelling, pain and limiting daily activities, in addition to internal bleeding causing large hematoma due to blood thinning medications and anxiety related to the filter. According to the implant record the indication for the filter implant was pulmonary embolus with a contraindication to anticoagulation three days post laminectomy. The filter was placed via the right internal jugular vein and deployed below the level of the renal veins. A pre-deployment cavogram was performed and the renal veins were not clearly marked or clearly seen, a tube catheter was then passed and the left renal vein was engaged and an on table renal venogram was performed, prior to deployment of the ivc filter. The final on table cavogram showed total coverage of the infrarenal inferior vena cava. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusive thrombosis, occlusion or stenosis within the filter and/or the vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and pain of the affected extremity. Ivc filters are not indicated for use in the prevention of dvt. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Kidney failure was reported, due to the nature of the complaint the event could not be further clarified but may be related to patient or pharmacological issues. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter fracture, organ perforation, tilting, caval thrombosis, deep vein thrombosis (dvt) and inferior vena cava (ivc) stenosis. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a preoperative diagnosis of pulmonary embolus (pe), contra-indication to anticoagulation and was three days status post laminectomy. The patient was prepped and draped aseptically in supine position. Under direct ultrasound guidance with a micro echo-tip needle, percutaneous entry was made into the right internal jugular vein from the anterior approach. An inferior vena cavogram showed adequate site in the cava; however, the renal veins were not clearly marked or not clearly seen and a renal venogram was completed. The filter was then deployed below the renal veins. The final on table cavogram showed total coverage of the infrarenal inferior vena cava. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs, tilting and fractured filter struts retained in waist artery, becoming aware of these events approximately sixteen years and seven months after the filter implantation. The patient further asserts to have experienced anxiety; suffered kidney failure post implant due to blockage in the filter, resulting in deep vein thrombosis (dvt) in both legs, severe damage of veins in the left leg causing swelling, pain and limiting daily activities, in addition to internal bleeding causing large hematoma due to blood thinning medications and being at high risk of bruising.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter fracture, organ perforation, tilting, caval thrombosis, deep vein thrombosis (dvt) and inferior vena cava (ivc) stenosis. The indication for the filter placement, procedural details and medical history have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusive thrombosis, occlusion or stenosis within the filter and/or the vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Ivc filters are not indicated for use in the prevention of dvt. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter fracture, organ perforation, tilting, caval thrombosis, deep vein thrombosis (dvt) and inferior vena cava (ivc) stenosis. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.